Event description:
It was reported the patient had a revision surgery because their battery was moving around inside the pocket and they had a little seroma. It was stated the battery was removed from the pocket and they created another pocket more to the patient¿s right side. It was noted the patient was expected to be totally fine. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).